Event description:
A hospital in (B)(6) reported that an mr290v humidification chamber had a damaged water feedset tube and chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an mr290v humidification chamber had a damaged water feedset tube and chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber was visually inspected. For the reported damage. Results: visual inspection revealed a break in the water feedset tube where it connects to the chamber dome. The surface of the break was rough. A lot check revealed one other complaint of this nature for lot number 120712. Conclusion: the damage appears to be the result of the tube being pulled away from the dome, possibly due to the feedset being caught or under tension. We have conducted extensive testing of our mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the product was released for distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).